Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. The unit did not react on its own. No unexpected number ramping or scroll bar moving wih no input noted. Unit had a scratched display window. Unit was received without original belt clip. No damage noted on belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.